Event description:
Home health pt confined to bed & wheelchair and has had this low air loss mattress for 4-5 years. In 2009, home health rn found mattress completely deflated and pt lying essentially on bed frame and had new decubitus ulcers. Pump on mattress working but air would not stay in mattress. Tried repeatedly to contact company that provided mattress and they have not responded. Called the manufacturer today and discussed with them. Found 6 of 20 "baffles" in mattress broken. Primatech states not repairable. Pump replaced 2 yrs ago, and is working. Mattress has been in use 4-5 yrs.